Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Not returned by attorney.

Event description:
Patient's legal counsel reported patient underwent left hip revision procedure approximately 7 years post-implantation due to patient allegations of pain, loosening, elevated metal ion levels, corrosion, metallosis, and metal staining. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. It was reported in operative notes received that patient underwent a left hip revision procedure approximately 7 years post-implantation due to metallosis. During the procedure, corrosion of the trunnion, clear fluid and metal staining were noted. The femoral head and taper adapter were removed and replaced. An acetabular bearing was implanted to complete the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 4 states, ¿loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity.¿ number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2015-05009 / 05014).

Event description:
Patient's legal counsel reported patient underwent total left hip arthroplasty on (B)(6) 2008. Legal counsel further reports patient underwent a revision procedure on (B)(6) 2015 due to patient allegations of pain, loosening, elevated metal ion levels, corrosion, metallosis, and metal staining. A review of invoice history confirms the head and taper were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.